Event description:
Difficulties during initial advancement of the filter system for a femoral filter placement were encountered. Manipulation resulted in inadvertant premature deployment of this filter. Incomplete filter opening was reported. Another filter was not placed at that time. The device remains implanted and is not avaiilable for eval. It was indicated a pre-placement cavogram was not performed prior to filter placement and difficulties during initial advancement of the introducer sheath and carrier system were encountered. Continual manipulation may have contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. If difficulty is encounteed during introducer catheter advancement through the sheath, stop. Do not force the introducer catheter forward. Slightly withdraw the sheath and introducer catheter as a unit (about 2-3cm). Then rotate the sheath as you advance the introducer catheter. If this fails, remove the introducer catheter. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."

Manufacturer narrative:
Further follow up received after the initial medwatch report was filed indicated a second filter was successfully placed via the jugular approach between 24 to 48 hours after initial filter placement without patient complications.